Event description:
It was reported to medtronic neurosurgery that the catheter was found to leak during the procedure, and that it was replaced to finish the operation. According to the report, the patient was overall ok following the event.

Manufacturer narrative:
The returned catheter component did not meet the requirements for leak testing due to a partial tear in the wall of the catheter that was approximately 29 cm distal to the proximal tip . It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.